Manufacturer narrative:
(B)(4). No related complaint received with return of the device. Failure event observed during analysis. Final analysis found external insulation abrasions at 2.3 cm to 3.0 cm, 3.2 cm to 3.8 cm and 6.2 cm to 6.5 cm from the distal tip. Abrasions are consistent with constant friction with another device or feature of the heart were noted in the distal region. (B)(4).

Event description:
This report is to advise of an event observed during analysis.